Event description:
It was reported in an article in journal of ¿vascular surgery¿ titled ¿a comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis¿ that approximately sometime post procedure, out of sixty-one patients, three patients developed pseudoaneurysm required thrombin injection in two patients, there was one episode of acute occlusion of brachial artery related to an access site complication required thrombolysis, successfully treated. It was further reported that two patients developed steal syndrome ¿ symptoms managed conservatively in one patient, second patient required ligation of the access. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of six for this event. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure modes were alleged. The result of the investigation is confirmed for the patient reports of adverse effects - acute occlusion, pseudoaneurysm and steal syndrome post arteriovenous fistula creation. A definitive root cause could not be determined based upon the available information. Labeling review: the instructions for use or the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugs/fluids used in this procedure. Known adverse effects to moderate sedation and/or anesthesia. Distance between target artery and vein > 1.5 mm. Target vessels < 2 mm in diameter. Potential adverse events: the known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: alexa mordhorst, jason clement, mercedeh kiaii, jason faulds, york hsiang and jonathan misskey (2021). A comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis. Journal of vascular surgery, 75(1): 238-247.e1. Doi: 10.1016/j.jvs.2021.07.104. H10: g3, h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of six for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Alexa mordhorst, jason clement, mercedeh kiaii, jason faulds, york hsiang and jonathan misskey (2021). A comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis. Journal of vascular surgery, 75(1): 238-247.e1. Doi: 10.1016/j.jvs.2021.07.104. Device not returned.

Event description:
It was reported in an article in journal of ¿vascular surgery¿ titled ¿a comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis¿ that approximately sometime post procedure, out of sixty-one patients, three patients developed pseudoaneurysm required thrombin injection in two patients, there was one episode of acute occlusion of brachial artery related to an access site complication required thrombolysis, successfully treated. It was further reported that two patients developed steal syndrome ¿ symptoms managed conservatively in one patient, second patient required ligation of the access. However, the current status of the patient is unknown.